Event description:
It was reported that, "the peg came off of the block after removing it. The peg came off on the back table."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.